Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient claimed that all the buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
(B)(4).investigation revealed that the keypad was torn over the contrast keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. All keypad buttons are unresponsive, and there was evidence of corrosion observed under all button key contacts.

Manufacturer narrative:
(B)(4):there were no alarms outside normal use observed in the pump histories. The data for the time of the reported incident is unavailable for review due to continued pump use. A review of the available data indicated that insulin delivery totals correctly reflected programmed values. Investigation could not be adequately completed due to unresponsive keypad buttons.